Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. In addition, the distal pierce hole section was also blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, they inserted a guidewire and then the ultratome was inserted. As they tried to cannulate the wirsung's duct, the cutting wire broke so they were not able to cannulate the device into the duct. Reportedly, no part of the device detached inside the patient. Another ultratome xl was used and they were able to cannulate and completed the procedure, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, they inserted a guidewire and then the ultratome was inserted. As they tried to cannulate the wirsung's duct, the cutting wire broke so they were not able to cannulate the device into the duct. Another ultratome xl was used and they were able to cannulate and completed the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Device codes: the problem code 1069 captures the reportable event of cutting wire broken. The complaint device was not returned by the customer; however, a photo of the product was provided by the costumer which was used to perform a photo observation. The photo of the product was visually inspected and the cutting wire was observed to be broken and blackened, consequently confirming the reported complaint. According to the photo observation, it is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, they inserted a guidewire and then the ultratome was inserted. As they tried to cannulate the wirsung's duct, the cutting wire broke so they were not able to cannulate the device into the duct. Reportedly, no part of the device detached inside the patient. Another ultratome xl was used and they were able to cannulate and completed the procedure, using the same generator and active cord. There were no patient complications reported as a result of this event.